Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen did not respond. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
Date of report: 24sep2018. (B)(4). Date of manufacturer: 20july2018. No parts were replaced or returned for evaluation, therefore, a root cause could not be determined.